Event description:
Pt on surgery table (bed). Nurse used button on table to raise to height of transfer cart to move pt to the cart. Bed lowered to the floor at the head, to a few inches to the floor. Several drs. & nurses had to hold pt to keep from falling head first to floor. The "control" button was then used to level the table. The bed was taken out of service and repaired.